Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to re-launch the g5 application and restart the smart device every other day to avoid the system memory reset maintenance. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/31/16. The reported event of loss of connection was confirmed. A root cause cannot be determined.